Manufacturer narrative:
Two cartridges were returned together inside a small blister tray that has been taped closed. An associated qualified lens was also returned in the fully assembled lens case in the opened carton. The lens had small damage that may have been interpreted as the noted scratch. For evaluation purposes, the cartridge samples were labeled sample one and sample two for ease in identification. Sample one: inadequate viscoelastic was dried in the cartridge. The tip has heavy stress lines beginning prior to the parting line. The stress enlarged into split damage beginning just past the parting line and travelling along the right upper side of the tip. The cartridge material at the end of this line of damage was very stretched, but not broken. The cartridge has evidence that it was placed into a handpiece. Sample two: inadequate viscoelastic was dried in the cartridge. The tip has heavy stress lines beginning prior to the parting line. The stress enlarged into split damage beginning just past the parting line and travelling along the right upper side of the tip. The cartridge material at the end of this line of damage was very stretched, but not broken. The cartridge has evidence that it was placed into a handpiece. Each cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted on both cartridges with acceptable results. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A qualified lens/cartridge/viscoelastic combination was indicated. A company handpiece was indicated to be used with the qualified combination. The specific handpiece was not indicated. Root cause: the tip was heavily stressed. The damage began prior to the parting line and extended throughout the tip. The stress enlarged into split damage, and the cartridge material was stretched at the tip exit. The root cause for the complaint may be related to a failure to follow the dfu. An inadequate amount of viscoelastic was observed in the cartridge. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Damage may occur if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; or if the handpiece plunger is not positioned correctly at the trailing optic edge. Lens damage was also observed. Top coat dye stain testing was conducted on both cartridges with acceptable results. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product has not been returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported two cracked cartridges during intraocular lens (iol) implantation. The first cartridge was loaded and the cartridge was cracked; the lens was pushed out. The same lens was reloaded and prior to injecting it was noted that the cartridge was cracked and the lens was noted to be scratched. A new cartridge and lens were used to complete the procedure without patient harm.